Event description:
Procedure: low anterior resection double staple. According to the reporter: the handle locked up while firing. The instrument was released from tissue by opening the jaws with forceps. Staples did not form properly. A new gia stapler was used. Additional tissue was resected with application of a new instrument.